Event description:
The customer reported being hospitalized for high blood glucose of 310 mg/dl. The customer stated that he treated with the insulin pump, but his blood glucose was not decreasing. The customer stated that he was experiencing high glucose for the past four days. Troubleshooting was performed. Ran a fixed prime test and the insulin exited at the end of tubing. The customer also reported air bubbles in the tubing and reservoir. Performed a high pressure test and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.